Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: device analysis of (B) (4) showed no anomalies. Visual inspection revealed grommet damage.

Event description:
It was reported that during the implant procedure, that the atrial setscrew was unable to be secured. The device was not implanted. No patient complications have been reported as a result of this event.